Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6f sheath after an interventional procedure to treat the popliteal and distal superficial femoral artery. Reportedly, the clip was deployed and the device was unable to be removed from the patient anatomy. The safety release mechanism was used; however, resistance was still felt when attempting to remove the starclose se device from the anatomy. Force was applied and the starclose se device was able to be removed from the patient anatomy. There was no tissue damage. The clip remained in the patient anatomy; however, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported difficult to remove and retraction problem could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information received, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.